Manufacturer narrative:
Findings: pump was received with steady white light display with lines on the screen due to cracked lcd glass. Unable to verify missing segments/partial display or blank display due to steady white light display. Unit had minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 51 mg/dl at the time of the incident. The customer was at 60 m/dl at the time of the call. The customer used food to treat the low. The customer also stated the pump had a blank display that was solid white. Customer stated that the pump was bumped. It is unclear whether the customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the display issues. The insulin pump will be returned for analysis.